Event description:
Information received by (B)(6) on 03.05.2024: the surgery (bipolar hip replacement) overall went well until the last point. 3 attempts of the stem took place due to the issue with the cement (palacos - no device details available). During the first attempt, the surgeon was planning to use a stem 15cm, however the first attempt of mixing and injecting the cement went wrong and the cement syringe exploded. The surgeon had to make a second attempt and use a new cement. While trying to inject the cement to the bone, the surgeon realized that the leftovers from the first attempt were still in the femur bone and blocking the way of stem 15 cm. The leftovers couldn't not be removed as the cement was already still and attached to the bone so the surgeon decided to opt for a smaller stem that will be short enough to not be effected by the blockage of the leftovers from 1st attempt. In the 3rd attempt the surgeon used stem 10 cm, however while injecting a new cement, the cement syringe exploded again. The surgeon evaluated that he has enough cement in the bone, so he proceeded with placement of the smaller stem, but he couldn't choose the exact direction of the stem due to the blockage. The stability of the hip joint was good, however leg length was significantly longer. This might impact the proximal part of the the cement mantle. Potential revision can take place if the stem ends up loose within the cement mantle. After the surgery, the patient was stable. Info fagg on (B)(6) 2024: event date = october 30, 2023 name of the hospital where the incident occurred = (B)(6). Confirmation of surgeon that the event happened like described by the authority: 27.05.2024.

Manufacturer narrative:
It was reported that during a bipolar hip replacement the mixing cartridge cracked during the cementation process when pushing with the cement gun. The surgeon prepared a second mix and tried to insert the prepared stem, however cement leftovers from the first attempt were blocking the insertion. Since the residual cement could not be removed, a shorter stem was inserted then, with a third mix of cement. For this mix, also the cement cartridge exploded. Nevertheless, the surgeon could finish the surgery since enough cement was already applied. In the end, the stability of the hip joint was good, however leg length was significantly longer. The batch record review of the batch in question did not reveal any abnormalities. The described product behavior of the bursting cartridge could only be reproduced if there was resistance inside the cartridge - either caused by already hardened cement (if the specified application times were not adhered to) or by the "end" of the cartridge. In the instructions for use of palacos r+g pro it is stated that prior to the use of the device, the user must be well-acquainted with its properties, handling and application. There are sufficient recommendations regarding the working times and the cement application. The event is assessed as user error with a serious outcome.